Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing increased threshold measurements on the rv lead. All other electrical measurments were normal an in-range. Diagnostic imaging revealed lead dislodgement. Lead was extracted and replaced. Patient was stable before, during and after the procedure.